Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: "air in the line below the filter". When it was reported to us, we were told that they noticed the air and changed the tubing before anything reached the patient. During a follow up, it was stated that the patient was very ill in the nicu and that the death is not related to our product or this reported event. Nurse manager of the pediatric cardiovascular intensive care unit (cvicu), provided additional information related to this event. While the event was initially reported alongside a patient death, it was confirmed that the air did not reach the patient and was not a contributing factor in the patient's death. The death was attributed to the patient's underlying complex medical condition and was not related to device performance or failure. Based on this medical clarification, this event does not meet the reporting criteria for a serious injury or death under 21 cfr 803.50 (a)(1).